Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly lost power without user intervention. The reporter attempted to power the pump on with different batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no evidence of power on resets. No damage was observed to the battery compartment or the returned battery cap. The pump powered on with the appropriate vibratory and audible sounds. Unrelated to the complaint, the display screen was found to be blank and does not go the verify screen. The pump cover was removed; the display flex was found to be defective causing a blank screen.